Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed ground bond performance specification of 0.105 (range 0.001 to 0.100 ohm) during rite (return instrument test/evaluation) electrical test but passed rite functional test. The assignable cause for ground bond failed performance spec was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.